Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The biomedical enginneer, has reported the following, the plate broke and required revision surgery.

Event description:
The biomedical enginneer, has reported the following, the plate broke and required revision surgery.

Manufacturer narrative:
Evaluation summary: the reported event that the plate broke could be confirmed since the returned device matches the reported failure. The fracture site shows typical signs of fatigue fracture with secondary damages due to friction between the 2 broken fragments. Op reports were provided. The initial surgery took place on 2012, (B)(6). A plate was implanted to fix a painful pseudarthrosis from an old fracture of the ulna on a (B)(6) man. The op report reads the patient has a poor bone quality and the surgeon used cement to improve the fixation site. On 2013 (B)(6), the patient was revised. The cement was removed and an auto transplant was performed. On 2013, (B)(6), the patient needed to be revised because the plate broke. (After 6 months of implantation). Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The breakage was caused by patient pathology in case of a delayed union. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.